Event description:
It was reported that dosing stopped on the pump after replacing a sensor while using a dexcom g6 continuous glucose monitor (cgm), leading to contact with dexcom where data was visible in the app and the issue was attributed to the pump until it was identified that an incorrect transmitter serial number had been entered; the user was advised to pair with the correct transmitter. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.